Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient was implanted with dbs on (B)(6) 2016. It was stated that the patient's brain has been feeling waves of numbness and sensations similar to an electric shock since (B)(6) 2016. The device is suspected to be causing the issue, and the patient is requesting an appointment to interrogate the device. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.